Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced device extrusion and an infection. The recipient presented with pain and drainage. The recipient was initially prescribed doxycycline and was later prescribed augmentin. The recipient's device was explanted. The recipient will be reimplanted at a later date.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode array was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.